Event description:
Following a new pump and catheter implant, the pt developed an infection. The pt had a burning sensation and swelling at the pump location. The pt took cephalexin which seemed to have had a positive impact; decreasing the swelling and redness over the incision site. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Event description:
It was later reported that the patient still had concerns regarding her device or therapy; she is working with her health care provider or manufacturing representative.

Manufacturer narrative:
(B)(4).